Manufacturer narrative:
Correction: device manufacturing date in advertently not included on initial 3500a. Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 14-sep-2016, a medtronic representative went to the site to test the equipment; however, the reported issue could not be replicated. Home was invalidated and system logs were pulled for evaluation. The imaging system passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer. The imaging system log files were returned to the manufacturer, and a software evaluation is in progress.

Event description:
A medtronic representative reported that when the imaging system was being used during a spinal fusion procedure, the gantry unexpectedly moved to the left as they were opening the door after taking a spin. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.